Manufacturer narrative:
Not implanted as product stiffened. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ p/n:07.704.110s lot: dsc2469 released: (B)(6) 2014 exp: 4/28/16. Dsm biomedical manufactured the norian drillable fast set putty 10cc - sterile, p/n 07.704.010s, and lot number dsc2469. The supplier¿s certificate of compliance indicates that the parts were manufactured and met all the required specifications. The pats were inspected and conformed to synthes incoming final inspection sheet. No ncrs were generated for this lot and the parts were released (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery the end of a plastic piece of tube (which is connected to the inner pouch to receive the paste after mixing) broke. Another 10 cc norian drillable rotary pouch component was used to complete the surgery. No patient harm and no delay in surgery was reported. No patient information available. It was original surgery. The solution become hard eventually since the end of the tube was broken. The complained device was discarded. This is report 1 of 1 for com-(B)(4).